Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware (B)(4) 2018, that on (B)(6) 2018 a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. The probable cause could not be determined post investigation. In addition, the patient was using an off-label os on their smart device. No additional event information is available.